Event description:
The complainant reported that the pump was inserted on july 29 in a 44-year-old man in shock who came to the hospital with a st elevated myocardial infarction. The patient was transferred on p-9 and minor amines to the intensive care unit. On july 30, the staff managed to get off the pressure amines and de-escalate the pump to p-6. On july 31, for unknown reasons, the pump began to suck in and communicated this on the console screen. Despite changing the position, adding fluids and reducing the flow, the suction could not be interrupted. The impella sucked even on p-2. The decision was made to remove the pump due to the greater risk to the patient. During therapy, activated partial thromboplastin time ranged from 60-90. After pump removal, biological material was observed at the pump inlet. Patient is stable and still on support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Returned complaint device visually inspected. A big chunk of biomaterial and mold in the inflow cage observed. Biomaterial observed around impella and inside the cannula. No broken blades found. No cannula kink observed. The cause of the low pump flow was biomaterial ingestion. Corrections to the initial MFR report: d4-corrected UDI number